Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was slow to load the screen after an interrogation and saving portable document format (pdf) and session data. The programmer was also unable to perform threshold tests due to a radiofrequency head error. Also, during the threshold testing, four pacing spikes were delivered and then pacing suddenly stopped but the test continued due to head issue, but there were no error messages. It was recommended that the programmer be returned for service, but its current status is unknown. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.